Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. One device was returned for analysis. Visual inspection noted that there was contamination on the charging contacts and the oled (organic light-emitting diode) screen was discolored. Functional evaluation noted that the handle was received with a fully depleted battery. The handle was then inserted into a signia charger to charge; however, post-removal it did not initialize. The handle was opened up and the thermocouple was found intact, but both battery cells were found to be vented. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The reported condition was confirmed. The most likely root cause of the observed failure was due to an inadequate specification of material. It was found that extended periods of time at a high state of charge would lead to the cell bulging to open the current interrupt device and venting. Improvements such as device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring in order to mitigate this condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on inspection, the lamp did not illuminate even when handle was inserted into the charger, the device could not be charged. The handle and charger was replaced to resolve the issue. There was no patient involvement.